Event description:
A sentrant introducer sheath was used during the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the procedure, the 24fr valiant would not pass through the valve. The delivery system was inserted just beyond the tip when it became difficult. There was no injury to the patient. The product worked properly otherwise. The device was inserted without a sheath and the stent graft was successfully implanted with no injury to the patient. No clinical sequelae were reported and the patient is fine. Evaluation summary: the device was received with the dilator inserted within the sheath. The dilator was removed from the sheath and measure 8.2 mm in diameter, which is within specification. The dilator was inserted into the sheath and passed through the hemostatic seals and sheath tubing. There was nothing abnormal with this insertion. Next, a 24 fr. Valiant captivia delivery system was attempted to be inserted through the hemostatic seals, however only the tapered tip was able to be inserted; once the graft cover reached the region of the hemostatic seals, the device would not advance any further. Water was then dripped onto the valves while inserting the delivery system, which allowed for the device to be inserted using heavy force. The hemostatic seals were removed and inspected. There was no damage observed on the seals and all seals appeared to be within specification. The complaint was confirmed; insertion difficulty was encountered with a 24 fr delivery system. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4). Evaluation results/ conclusion: cause of event is unknown.